Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic treatment, procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and gridline was displayed on the flex vision monitor with error message ¿switching not possible¿ on tsm. Functional testing confirmed issue with flex vision pc. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not start up. There was no report of harm.